Event description:
While the nurse was preparing the device for injection, the reconstitution liquid would not enter the vial of medication. It spilled out over the vial. The part that is pushed down over the vial and then the syringe attached- does not see to pierce the top of the vial. All this required obtaining another dose and making the pt wait for the injection. Dose or amount: 25mg; frequency: q2w; route: im. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: schizophrenia disorganized; antisocial.